Manufacturer narrative:
Testing of actual/suspected device/10/3233 a getinge field service engineer (fse) was dispatched to evaluate this unit. The unit was put through full inspection and no issues were found to be on the device. There was no blood seen in the catheter tubing so a leak in iab was ruled out. The unit was returned to customer and deemed fit for clinical use. After a little further probing from the customer's clinical staff it turns out the patient was in tachycardia, with a heart rate of around 140 bpm therefore gas loss above the minimum 5cc/mmhg is expected. Fse advised customer to manually carry out more autofill¿s. A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during use, the cardiosave intra-aortic balloon pump (iabp) had an autofill failure. The customer specified that the autofill failure would show up due to gas leaks every two hours when the machine was attempting to replenish itself. The balloon was swapped out but the issue still presumed. There was no adverse event reported.

Event description:
It was reported that during use, the cardiosave intra-aortic balloon pump (iabp) had an autofill failure. The customer specified that the autofill failure would show up due to gas leaks every two hours when the machine was attempting to replenish itself. The balloon was swapped out but the issue still presumed.